Event description:
The facility reported an infusion pump with a failure code 812:02. Information was not provided regarding whether or not the device was in patient use when the event occurred. No patient injury and no medical intervention had been reported.